Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the vision stent delivery system (sds) could not cross the lesion. Additionally, resistance was encountered when removing the sds; therefore, the devices were removed as a unit (sds, guiding catheter, and guide wire). After removal, it was noticed that the stent implant was dislodged from the balloon. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system, (sds) was returned with no blood visible. There was contrast in the balloon and in the inflation lumen. The stent implant was returned dislodged. The entire length of the stent implant was crushed. There was no other damage noted to the stent implant. The entire length of the balloon was twisted. The yellow protective sheath was returned on the stylet. There was no other damage noted to the sds. The outer diameter of the stent implant could not be measured due to the damage noted. The tip seal length was measured and this met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.